Event description:
Boston scientific received information that this lead exhibited low, out of range impedance measurements with atrial noise noted on saved electrogram (egm) indicating a probable fracture. The lead was surgically abandoned during a device replacement procedure. A new lead was successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.